Event description:
It was reported that the device reached elective replacement indicator after 5 years. The status of the device is unknown since no serial number or patient information were provided. Attempts to obtain additional information were unsuccessful. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.